Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had a driveline power fault and driveline communication fault on (B)(6) 2024. Both the system controller and modular cable were exchanged, and the driveline communication alarm resolved.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported driveline communication fault alarm was unable to be confirmed through this evaluation as no log files relevant to the reported event were submitted for evaluation and the modular cable was not returned for analysis. Per the account, the alarm resolved after the system controller and modular cable were exchanged. The root cause of the reported event could not be conclusively determined through this analysis. The relevant sections of the device history records for heartmate 3 modular cable were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. B and the hm 3 lvas patient handbook, rev. B are currently available. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address system alarms, including driveline communication faults, as well as the recommended actions associated with each. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline communication faults, and the recommended actions associated with these emergencies. No further information was provided. The manufacturer is closing the file on this event.